Event description:
It was reported through a journal article that one patient underwent a revision procedure due to instability prior to the two-year postoperative visit following total knee arthroplasty. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. G2: foreign - event occurred in sweden. G2: literature - hermodsson j, saari t, shareghi b, mohaddes m, nilsdotter a, kärrholm j. Effect of patient specific instruments compared with conventional instruments in total knee arthroplasty: a randomized controlled trial. Acta orthop. 2025 dec 2;96:875-884. Doi: 10.2340/17453674.2025.44924. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.